Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device failed the rotations per minute (rpm) specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a motor assembly or electronic control unit failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. The actual/representative device was returned for evaluation. Reliability engineering evaluated the device and observed if additional information should become available, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device had intermittent operation and was seizing up. As a result, there was a five minute delay to the surgical procedure. An identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter clarified the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.